Event description:
It was reported that the vns patient went to the ER due to multiple seizures. It was not specified how many seizures the patient had or how the compared to the patient's pre-vns baseline frequency. The patient's mother attempted to use the magnet to activate the magnet stimulation however this did not appear to abort the patient's seizures. After the patient had been stabilized using medication, the magnet was again used to activate stimulation and it appeared that the patient felt it come on. The patient had reportedly seen her neurologist earlier that morning. Follow-up with the neurologist's office found that the patient had gone back to see her neurologist the next day. The neurologist reported that the patient's stimulation had been turned off for an unknown reason. This interruption in therapy is believed to be the cause of the increased seizures and was not intentional. The cause of the change in settings is unknown at this time. Attempts for a copy of the patient's programming history are in progress.

Event description:
Additional programming history was received from the physician that contained the dates (B)(6) 2012. However, neither indicated an interruption in therapy. It is possible that this indicates an inaccurate report or the information as described is on another handheld computer programming system. Attempts for additional programming history are in progress.

Manufacturer narrative:
Date received by manufacturer, corrected data: follow-up report #1 inadvertently indicated the aware date was (B)(6) 2012, however it should have been (B)(6) 2012.

Event description:
Additional information was received from the site indicating no further programming history is available as they reportedly only have the one handheld programming computer that the history was previously returned for.

Manufacturer narrative:
Type of report, corrected data: initial report inadvertently did not indicate "30-day."

Manufacturer narrative:
.